Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high, out of range hv lead impedance has been observed since implant. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and the cause of the field event was suspected to be an anomalous connection between components on the hybrid.